Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (2,000 mcg/ml at 826 mcg/day) via an implantable pump for intractable spasticity. It was reported that the pump eroded through the patient's skin and was exposed so the pump and catheter were explanted. External factors included the patient being malnourished. No troubleshooting/diagnostics were performed. The devices were discarded and the issue was resolved.